Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the customer¿s belt loop. Subsequently, the pump case fell, causing multiple infusion sets to be pulled out. No reported adverse impact to the customer's blood glucose. Further information regarding the event could not be obtained.